Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles in the surface, crease flat and wear abrasion. A microscopic analysis was performed which identify of the shell and underweight. A microscopic analysis was performed which identify two openings striated in the posterior side in the same edge, broken sharp in the posterior side and missing piece of the shell. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A broken sharp in the radius side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.